Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction associated with the sensor adhesive. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2021. The patient developed peeling skin, redness, irritation, and pus two days after the sensor was inserted. The patient was evaluated by a healthcare personnel (hcp) who prescribed prednisone and benadryl. No additional patient or event information is available.